Manufacturer narrative:
The user experienced severe hyperglycemia resulting in emergency medical treatment for diabetic ketoacidosis while off ilet therapy. This situation can result in acute metabolic decompensation requiring medical intervention and is consistent with the reported emergency department treatment with insulin and IV fluids. Engineering log review was limited, as device data corresponding to the reported event date were not available and the most recent sync occurred prior to the event. No malfunction alerts or factory resets were identified in the available logs. The user reported that the ilet was not functioning and that they did not have access to backup insulin therapy, resulting in interruption of insulin delivery and subsequent hyperglycemia. Based on available information, the event was attributed to non-device-related therapy management factors, specifically failure to initiate alternative insulin therapy after discontinuation of the ilet, and the device problem was excluded. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 689 mg/dl, resulting in diabetic ketoacidosis (dka). The user was evaluated in the emergency department, treated with subcutaneous insulin and IV saline, and discharged (B)(6) 2026. No long-term health effects were reported.